Event description:
Stent fracture with 90% restenosis lesion 1 and 75% restenosis of lesion 2. Lesion 1 was the proximal right coronary artery. Lesion 2 was in-stent restenosis of the mid-distal right coronary artery.